Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On (B)(6) 2025, the patient experienced a significant hypoglycemic episode. She was transported to the emergency room after failing to receive alerts from her continuous glucose monitoring (cgm) app. The patient reported that the app typically notifies her when glucose levels drop; however, she only became aware of the low reading when it had already fallen to 50 mg/dl. She was unable to recall the duration between the app ceasing to alarm and her noticing the low glucose level. At the time of recognition, the patient was exhibiting symptoms of confusion, irrational behavior, and intermittent loss of consciousness. Her son identified the symptoms and alerted her husband, who promptly drove her to the emergency department. No treatment was administered in route. Upon arrival, a fingerstick blood glucose test showed a reading of 150 mg/dl. The patient was treated with a potassium pill, and no additional interventions were documented. She recovered and was discharged after a few hours. There was no further documentation of medical evaluation or follow-up treatment. At the time of reporting, the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 10/08/2025. Data was further reviewed. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. Data investigation could not confirm an alert/notification settings issue. No additional patient or event information is available.